Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had to rewind the insulin pump more than once before. The rewind seemed to take too long. The buttons were not as responsive as they used to be. Customer's blood glucose level was not reported. The device was not returned.